Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that prior to use of the screw, it was discovered that the shaft of the screw was bent. Another screw was used to complete the procedure.